Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 15 fractured. Construction was a bridge placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. The implant shows severe damage due to removal. No further statements possible. Material or structural defects can be ruled out as the cause of breakage.